Manufacturer narrative:
Concomitant medical products: 4296 lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing noted on episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.